Event description:
Brymill cry-ac liquid nitrogen canister was picked up by employee for use. Gas was expelled spontaneously from the top of the device, near the screw. This resulted in a burn of the employee's finger.